Event description:
The customer stated that the insulin pump was alarming, and the buttons were not responding to clear the alarm. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a constant tone and blank display due to moisture damage on the electronics.